Event description:
Affiliate reported that in 2008, the pt received l-p shunt. Seven months later, under drainage was noted and the pt's brain became too large and a gait disorder was noted. In early 2009, a valve blockage was noted on contrast radiography. In 2009, the device was replaced and the pt's condition improved.

Manufacturer narrative:
Codman has requested return of the valve for evaluation. Historically, for complaints of this nature, examinations of the valves have revealed the accumulations of biological debris within the valves, which have resulted in blockages within the devices. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding this cause or mode of failure is made available. Otherwise, the complaint is closed at this time.